Manufacturer narrative:
(B)(4).

Event description:
The pt never achieved therapeutic effect from implantable neurostimulator therapy. Originally, her pain was down to her legs, but then changed. The decision to explant was prompted by the need to get a magnetic resonance imaging done and because stimulation sensation moved to a different area of her body. The pt planned to get an implanted pump instead. The device was explanted. The pt was doing great afterwards. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Product ID : 377745 lot# v071379016 implanted: (B)(6) 2007 explanted: product type: lead product ID: 3708120 serial# (B)(4) implanted: (B)(6) 2007, product type: extension, product ID: 3550-29, lot# : n129236 , implanted: (B)(6) 2007, product type: accessory product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2007, product type: programmer, patient product ID: 37752, serial#: (B)(4) implanted: (B)(6) 2007, -- product type: recharger . Previous codes no longer apply: all codes were updated to current standards. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they had a pain stimulator before which was removed as it was sending shock waves (pain) to their arms and fingers. No further complications were reported/anticipated.